Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that upon arrival the customer informed the him that this iabp was missing the battery pack and it was currently on order. The fse performed all test and calibrations. The iabp passed all tests and the fse was not able to reproduce the problem initially. Upon further inspection the fse found the problem was with the balloon and catheter extender being used to test the iabp. The fse informed the customer of his findings. The unit has passed all tests, but is not recommended for clinical use until battery pack has been installed. The customer's biomed reported via email received 1-nov-2017 that the battery back has arrived, has been fully charged, and installed. The iabp was returned to the department for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) was having autofill failure. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.